Event description:
Infant developed sudden onset of severe bradycardia, unresponsive to treatment. Pericardial tap performed and lipid like liquid mixed with serous fluid obtained. Probable perforation of right atrium. A 0.020 silastic tubing central vein catheter had been inserted on 7/8/94 in or. This report is based on preliminary information received by center and center has not had the opportunity to investigate or verify prior to the reporting date.